Event description:
On (B)(6)2009, the pt reported that when she tried to prime her new insulin infusion set, insulin did not flow from the tubing. She confirmed the protective cover was removed from the connector. During troubleshooting, she tried to prime and approx 18 units counted on the display of her infusion device. She said the prime was slower than normal. The pt was instructed to attach a new tubing and try to prime. She did so and was able to prime successfully. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issues. Product was requested to be returned for eval.